Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. Reportedly, there was challenging imaging. One mitraclip was implanted, reducing the mr to grade 2. There were no procedure complications. On (B)(6) 2022, a follow-up echocardiogram was performed. It was observed that the implanted mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). The mr remained unchanged at grade 2. The patient refused additional treatment and the event required no additional hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation ((single leaflet device attachment (slda)) was due to poor image resolution as it was reported that imaging was difficult. A cause for the reported poor image resolution could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.